Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration (uf) reading was 1256 ml, indicating the home patient (hp) drained 1256 ml more than the largest prescribed fill volume of 1900 ml. This meant the total drain volume was 3156 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse to advise her of the iipv found during evaluation of the hc machine.

Manufacturer narrative:
(B)(4). Review of the device logs confirmed the increased intraperitoneal volume (iipv) event. External & internal visual inspections revealed no problems. The device was determined to meet the specification requirements relative to the iipv identified via device log review. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The cause of the iipv found in the logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow/ no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).